Event description:
Reporter alleged the customer obtained a result of 172 mg/dl on the aviva system compared back to back with a result of 33 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated the customer was given orange juice and sugar because she was experiencing hypoglycemic symptoms before the emts were called. Reporter stated that the emts treated the customer with "jesus juice" and took her to the hospital where she was given boost and half of a sandwich. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.